Event description:
Bubbles are appearing in the transducer line when the system is flushed.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).